Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were non-sustained ventricular tachycardia episodes, a lead integrity alert showed the right ventricular lead displayed high rate non-sustained episodes, and the sensing integrity counter was noted. The patient was contacted by the clinic and the patient was found to be ¿okay.¿ it was also reported there was atrial under-sensing which was not detected. Approximately one hour and forty minutes later the patient was found unresponsive. The patient¿s arrhythmia was noted to have fallen in and out of the therapy detection zones. A request was made for additional information and it was learned the physician did not associate a product malfunction with the death. The cause of death is not known at this time.